Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital; (B)(6); ((B)(6) hospital); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation summary: based on the available information, boston scientific corporation did not confirm the reported event of stent partially deployed. The stent was returned in an undeployed condition and functional testing demonstrated that the stent deployed without difficulty. However, an expansion issue was noticed during deployment. Stent expansion rates can be negatively affected by several external factors, including compression, time, temperature, and humidity. These conditions can influence how the stent behaves once it is released from the catheter delivery system. Stent expansion rates are seen most predominantly in the largest stent sizes, which experience the highest compression conditions while in the catheter delivery system. The larger the stent diameter, the more it is "packed" into the catheter of the delivery system. This means the stent will be compressed more and is more likely to have an unconstrained opening dimension that is smaller than the manufacturing specification. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an ultraflex esophageal ng distal release covered stent was received for analysis in an undeployed condition. Functional testing was conducted by actuating the finger ring to evaluate stent deployment. The stent deployed smoothly without resistance. However, an expansion issue was observed during deployment. No additional damage or abnormalities were identified in the stent or delivery system. Risk review: a review of the ultraflex esophageal stent dfmea was completed and confirmed that the event of stent partially deployed was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted into the esophagus to treat a severe stenosis caused by a malignant tumor during an esophageal stent placement procedure performed on (B)(6) 2026. The anatomy of the patient was not tortuous and was dilated prior to stent placement. During procedure, the device was unable to be deployed normally. When the stent was removed from the patient it was partially deployed. The procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6); reported here as it exceeded the character limit for the designated field. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal stent was to be implanted into the esophagus to treat a severe stenosis caused by a malignant tumor during an esophageal stent placement procedure performed on (B)(6) 2026. The anatomy of the patient was not tortuous and was dilated prior to stent placement. During procedure, the device was unable to be deployed normally. When the stent was removed from the patient it was partially deployed. The procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure.